Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a non-medtronic guidewire was positioned in the left ventricle. The delivery catheter system (dcs) tracked over the arch and into the valve with no resistance. An injection through the pigtail catheter revealed that the wire was not in the non-coronary cusp but was in the false lumen of an aortic dissection. The pigtail catheter was positioned into the left coronary cusp and the valve was deployed successfully. An intravascular ultrasound determined there was an entry tear at the level of the left subclavian. An endograft was placed over the tear. The physician was unable to determine the cause of the dissection. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.